Event description:
It was reported that during a coronary stent procedure, the balloon burst and the stent was not fully deployed. The entire system, including guiding catheter was removed. It was also reported that a dissection occurred; however, it is not known how the dissection was repaired. The pt status is listed as "okay".